Event description:
On (B)(6) 2012, customer reported a leak during start-up at the vacuum chamber of the fc500. The leak spilled on to the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument found that one of the male connectors on top of the sheath tan broke. Fse replaced the connector and this resolved the issue.

Manufacturer narrative:
(B)(4).